Event description:
As reported: "during surgery the surgeon took an x ray and it showed the screw had broke. Surgeon used one lag screw in t2 alpha recon mode, then left the head of the broken screw in the nail threads as was unable to remove and finished the case by using one of the antegrade mode screw hole options.". There was a 15 minute delay to the surgery.

Manufacturer narrative:
Correction - please refer to d9/h3 - the product was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no medical records confirmed the event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. In the case presented a patient was treated with above implant for an unknown kind of fracture. It was reported during surgery the surgeon took an x ray and it showed the screw had broke. The surgeon used one lag screw in t2 alpha recon mode, then left the head of the broken screw in the nail threads as he was unable to remove and finished the case by using one of the antegrade mode screw hole options. With available information a root cause could not be determined. If any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during surgery the surgeon took an x ray and it showed the screw had broke. Surgeon used one lag screw in t2 alpha recon mode, then left the head of the broken screw in the nail threads as was unable to remove and finished the case by using one of the antegrade mode screw hole options." There was a 15 minute delay to the surgery.